Manufacturer narrative:
This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that on (B)(6) 2021 a 13.2mm, vticm5_13.2, -14.00/4.00/97, implantable collamer lens tore during loading in cartridge. There was no patient contact. A replacement lens was implanted on (B)(6) 2021 and the problem resolved. Doctor and patient are happy.